Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement. It was observed on fluoroscopy that the distal portion of the lv lead was in the main body of the coronary sinus and not in a branch. The lv lead had been turned off and was later capped and replaced. No patient complications have been reported as a result of this event.